Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The pre-implant battery capacity document was reviewed, and the battery capacity was found to be within the specifications. No anomaly was detected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. Prior to implanting, the implantable cardioverter defibrillator was interrogated and exhibited premature battery depletion. The generator was not used and was replaced. The patient was successfully discharged.